Event description:
Following several unsuccessful cavity integrity assessment (cia) tests with 2 disposable novasure devices during an endometrial ablation the physician did a dilatation and curettage (d&c). At this point the physician felt he may have perforated the uterus and abandoned the procedure. No post hysteroscopy was done, no treatment needed, and the pt was discharged home. On (B)(6) 2011 the physician reported the pt is "presently doing well". A hysteroscopy and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this suspected perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).